Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV dextrose and glucagon. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed two episodes of hypoglycemia on the reported event date, with insulin delivery appropriately adjusted in response to cgm glucose values and total daily insulin delivery consistent with prior days. Based on available information, the cause of the reported hypoglycemic event could not be established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 19-jan-2026 it was reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 13 mg/dl. The user was admitted to the hospital, treated with IV dextrose and glucagon, and discharged on (B)(6) 2026. No long-term health effects were reported.